Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. The fse instructed the customer to shut down and restart the analyzer several times and the error reoccurred. An estimated service quote was provided to the customer for the repair and the customer opted not to repair the analyzer. No additional steps were taken to troubleshoot the analyzer. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 02aug2024 through aware date 02sep2025. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (5032) csum error description: error log checksum error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event could not be established.

Event description:
A customer reported error message ¿5032 csum¿ while running daily check on the aia-360 analyzer. The customer reset the power and the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.